Manufacturer narrative:
An opened/used enlite sensor was inspected. A continuity resistance test was performed. The sensor failed per specifications. Inspectors were unable to confirm the insertion complaint due to customer returning the sensor only. There was no insertion needle. The cannula was bent. Inspectors were unable to confirm if customer received sensor in said condition due to the customer returning an opened/used sensor.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 100 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. The customer experienced other threshold suspend alarms throughout the morning. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor was returned for analysis.